Event description:
It was reported during procedure, the physician had a difficulty to flushing the lv lead with saline prior to the implant. Upon attempted injection, the physician stated that there was a lot of pressure and difficulty injecting through the lead. The lead was removed and a new lead was implanted. The new lead was flushed with no issues, and then implanted successfully. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.